Event description:
It was reported following a coronary angiogram, a 6f angio-seal vip was used. The patient continued bleeding after deployment requiring manual compression. Overnight the patient experienced additional bleeding and was left with a hematoma, and a painful leg that extended his length of stay. The pt was taking prescribed anti-coagulant medication.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.